Event description:
It was reported the patient underwent a revision surgery in which a spectra penile prosthesis (spp), which was serving as a place holder device, was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported during the procedure, and the patient was reported to be doing well. The explanted spp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed. Both cylinders were returned without complaint and met specification upon testing. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is necessary.

Event description:
It was reported the patient underwent a revision surgery in which a spectra penile prosthesis (spp), which was serving as a place holder device, was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported during the procedure, and the patient was reported to be doing well. The explanted spp was returned and analysis completed.